Event description:
It was reported by the sales rep in germany that during an unknown surgery on (B)(6) 2022, it was observed that the tip on the rigidloop 4.5mm combo reamer/passing pin device broke off while drilling. The broken tip was taken out. The procedure was completed successfully with no adverse patient consequences nor surgical delay reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The initial reporter is a j&j sales representative. The complaint device has not been returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was broken near the tip. Therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 8l94473, and no nonconformances were identified. The possible root cause can be attributed when the device being mishandled on hard surface with heavily force causing breakage. Besides, possibility of mishandling, we cannot discern a root cause for this failure mode. As per IFU, inspect the instruments before use for integrity and compatibility in order to ensure proper functionality and safety. Place the instrument in the appropriate location within the sterilization tray. During the cleaning process, inspect the instruments after each cleaning cycle to ensure proper functionality function and safety. If you suspect a problem, set aside the instrument for repair.